Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the device did not pass distal pressure test¿ was confirmed. The probable cause was a faulty downstream occlusion (dso) sensor. The dso sensor was replaced. Updated software and unit reset to standard configuration. The device passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the device did not pass distal pressure test, attempted twice with values of 5 psi and 6 psi¿; during device evaluation it was found the downstream occlusion sensor was faulty. The event occurred during testing.